Manufacturer narrative:
Initial reporter contact number: (B)(6).. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient harm was reported in addition to broken piece left in the patient's bone. The surgery was completed successfully.

Manufacturer narrative:
A product development investigation was performed for the subject device (drill bit ø1 l46/34 2flute, part number 513.005, lot number f-17778). The subject device was returned with the complaint condition stating: the drill bit was found broken at the tip as complained. The broken fragment is missing. Measured hardness during manufacturing procedure confirms that all results are within specified range. Therefore, we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well: measuring tool: 3-01-19309, tolerance 1.00mm 0/-0.014mm result: 0.99mm 0 pass. A 316.385 / f-19504, drill bit ø0.8 l40/16 2flute. The drill bit was found in good condition. Complained failure (bent) could not be identified and confirmed. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 27.may.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported during a procedure on (B)(6) 2017 it was noted the 0.8 mm drill bit was bent. In the same procedure, the 1.0 mm drill bit snapped while being used, with the end of the device becoming embedded in patient¿s finger. Surgeon opted to leave the broken portion in patient¿s bone, as retrieving it would cause excessive damage. Surgery was delayed an unspecified amount of time. This report is for one (1) 1.0 mm drill bit this is report 1 of 1 for (B)(4).